Event description:
Pt was admitted for cataract excision with lens implant right eye. While using the alcon handpiece, the surgeon states he noticed smoke that appeared to be coming from the cornea. He immediately stopped using the handpiece. The procedure was finished without further complication.